Manufacturer narrative:
Review of proper procedures was not conducted due to multiple unsuccessful attempts at contacting the home patient and the home patient's nurse.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1 of his automated peritoneal dialysis therapy. Per initial report, the home patient did not clamp the unused supply lines of the homechoice set. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.